Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensors. It was reported that the customer was getting calibration and sensor errors. The customer states they had gone swimming and that may be part of the reason. The customer states they turned off sensor and reconnected, but received threshold suspend. The customer's sensor was reading 50mg/dl, and their blood glucose level was really 130mg/dl. The customer declined to troubleshoot.

Manufacturer narrative:
Analysis inspected one random opened or used sensor and performed continuity resistance test. Sensor failed per specifications.